Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. There was no head set, side pads, hex bar or legs included with the unit. A functional evaluation revealed the struts had too much play while the device was in the vertical position. The unit failed the weight test. The chair would move approximately 3 inches with downward pressure without depressing the release handle. The complaint was confirmed and the root cause has been associated with seal failures within the device¿s struts. A complaint history review found related failures. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the surgery the hydraulic that keep the shoulder table in place were sliding causing the patient tilt when trying to stood up. No delay was reported. Unknown if a smith and nephew back-up device was used to complete the surgery.